Event description:
Hamilton medical ag received the following incident description: during ventilation, the user pressed audio pause button, but then 'event' tab was open without audio pause at about 23:20. At about 23:50, he pressed other hard keys, but each function didn't work and 'event' tab was open. After the device was rebooted, it worked as intended.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-g5; version / model / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the user pressed audio pause button, but then 'event' tab was open without audio pause at about 23:20. At about 23:50, he pressed other hard keys, but each function didn't work and 'event' tab was open. After the device was rebooted, it worked as intended.

Manufacturer narrative:
Investigation is ongoing.